Event description:
It was reported that suture placement was successful in the right common femoral artery using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Hemostasis was achieved with the sutures of the device. Reportedly, one year post-procedure, the patient is experiencing sensitivity to touch at the access site. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event - date is estimated, the closure was completed approximately one year ago.